Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had no battery back up. It was noted that the iabp unit would not work on battery and would only work on mains power. It is unknown under which circumstances the event occurred or if a patient was involved; however, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and noted that a power supply was needed in order to further diagnose. Since the iabp unit was functioning with ac power, it was released to the customer. The fse then returned at a later date and replaced the defective power supply. The iabp unit was observed to be working fine. All safety, functionality, and calibration tests were performed and passed to factory specifications. The iabp unit was then handed over to the customer in good working condition. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cs100 intra-aortic balloon pump (iabp) had no battery back up. It was noted that the iabp unit would not work on battery and would only work on mains power. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields - (site country),(type of investigation, investigation findings, investigation conclusions). Additional information - e1 (event site state - (B)(6).